Event description:
Reference MFR report numbers: 3006705815-2019-01344, 1627487-2019-04471. Additional information was received that the scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01344, 1627487-2019-04471.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3186, scs lead; therapy date: unknown; model 3660, scs ipg; therapy date: unknown. The investigation results will be provided in the final report.

Event description:
Reference MFR report numbers: 3006705815-2019-01344, 1627487-2019-04471. It was reported the patient is experiencing ineffective stimulation with their scs system. Previously, diagnostics indicated high impedance readings and reprogramming was initially able to provide effective therapy. However, ineffective therapy has returned and patient desires to have their system removed. Surgical intervention may take place at a later date.